Event description:
It was reported that on (B)(6) 2005 the patient presented significant back and leg pain with the preoperative diagnosis of l5-s1 grade 1 spondylolisthesis with degenerative disk disease and resultant foraminal stenosis. The patient underwent surgery that consisted of a l5-s1 wide decompression; l5-s1 anterior-posterior column arthrodesis through a single posterior incision with posterolateral and interbody arthrodesis; l5-s1 screw instrumentation; insertion of interbody cage l5-s1; use of [bmp], and open treatment of l5-s1 spondylolisthesis. Per the operative report ¿¿within the disc space we placed 5 ... Sponges surrounding allograft bone. This was followed by an obliquely positioned cage that was impacted and rotated into place¿..¿ no complications were noted. On (B)(6) 2006 the patient presented at a spine conference substantial neural foraminal encroachment and substantial radiculopathy and functional motor weakness in the l5 nerve root. Per the doctors notes ¿¿we all agree that we are not quite for sure of the exact etiology of and what caused the neurapraxia and profound motor weakness since it occurred immediately after the second surgical decompression (for a hematoma approximately three months later) ¿the most important things that we all clearly agree that this patient had two functional problems: 1. High level neural foraminal encroachment against the nerve root at the l5-s1 level secondary to significant bone growth in the neural foramen. 2. Clinical evidence of a pseudoarthrosis (failure of fusion)¿..¿ on (B)(6) 2006 the patient presented severe unrelenting leg and back pain. Per the doctors notes ¿..he had a previous decompression and fusion¿.he then developed some complications, had a cross link device removed and then continued to have ongoing pain. A CT scan done, reveals possible pseudoarthrosis at the l5-s1 level¿¿ he had ap and lateral views of the lumbar spine conducted which show l5-s1 interbody graft and reconstruction. On (B)(6) 2006 the patient presented the preoperative diagnosis of degenerative lumbosacral spine disease (l5-s1); previous attempted fusion at the l5-s1 level with severe right lower extremity pain and evidence of clinical pseudoarthrosis. The patient underwent surgery which consisted of an anterior exposure of lumbosacral spine fusion (l5-s1); microscopic dissection of the spine through an anterior approach for a decompressive procedure of the attempted bone morphogenic protein arthrodesis for the right side via an anterior discectomy and foraminotomy; exploration of previous attempted fusion spanning l5-s1 level, semi posterior lumbar interbody fusion approach; anterior lumbar discectomy, hemi-corpectomy, complete anterior debridement of fibrous tissue and remaining substantial disk; removal of previous interbody cage at the l5-s1 level. It was a metal cage that was not fused, loose, and non consolidated; bone graft harvest from the left anterior ilium; anterior mechanical spacer reconstruction utilizing the synfix radiolucent peek cage at the l5-s1 level; four screws and fixation through the synfix intervertebral spacer; and an anterior l5-s1 interbody arthrodesis. Per the operative report ¿¿.what we noticed was, from the distance from the annulus to the metal, was just an abundant amount of avascular disk and all the way to the left and right side was that way. ¿.mobilized to get this implant out¿.it was clearly almost all solid metal with just bone through the inside, but clearly had not grown through the implant or give, what I could consider, ideal stability. Then, I got to the very back, and I placed distractors and was able to work across from the right side where there was bone bridging some bone, but it was clearly was not fused¿..it was a major reconstruction. It was above and beyond a normal anterior procedure¿.¿ no complications were noted. On (B)(6) 2006 the patient presented the preoperative diagnosis of left l5-s1 nerve root entrapment, previous interbody fusion and retained hardware. The patient underwent surgery that consisted of an anterior / posterior decompressive revision surgery, very complex secondary to previous surgery; a thorough decompression of the foramen of the s1 nerve root; and dural repair of second dura, secondary to significant adhesions and significant compressed mass. Per the operative report ¿¿.interoperate findings: a substantial nerve root compression pathology resulting in a dural tear requiring a direct dural repair. This is a patient who had a previous spinal fusion ¿unfortunately the patient developed severe and unrelenting nerve pain on the left side. He had a bone morphogenic protein placed as an interbody fusion. It appears that this has stimulated a modulated cell to have significant foraminal encroachment growth in the foramen, resulting in high stenosis, but it was also pseudoarthrosis in the front. ¿.this is the second phase posterior procedure¿ finding the foramen for the s1 an l5 nerve root, but there was a large, calcific sac sticking directly into the cauda equine, displacing the shoulder of the s1 nerve root toward the end axilla of the l5 nerve root. I had to chisel this out. I had to chisel all the bone out and meticulously resect all of this very fibrous, woven type of bone. Unfortunately, a dural tear was encountered because of nerve that was here, to the bone. It had grown all through the neural foramen. So, in gently manipulating this, I had to then place three small 7-0 sutures under microscopic visualization, to recreate a water tight closure of the cauda equine. At this time, I had thoroughly decompressed the l5 nerve root, thoroughly decompressed the cuada equine, and thoroughly decompressed the s1 nerve root, and this large cystic mass had been subsequently resected and decompressed¿.¿ no other complications were noted. On (B)(6) 2006 the patient was discharged from hospital. On (B)(6) 2006 the patient presented to ER acute pain with decreased function. (The patient describes as paralysis). A post op MRI was performed which demonstrated ¿¿5x4cm csf collection located along the posterior and right lateral aspect of the thecal sac at l5 compressing the thecal sac to a moderate degree. Finding consistent with a dural sac tear.¿ the symptom of bilateral lower extremity paralysis resolved and the patient was released (B)(6) 2006. On (B)(6) 2006 the patient presented increasing bilateral lower extremity pain. On (B)(6) 2006 the patient presented achiness, progressive pain, and weakness in his legs which the patient felt he could not even control. The doctor made the notation that ¿..he has probably developed a pseudomeningocele¿I am not optimistic it is going to go away¿.¿ on (B)(6) 2006 the patient complained of ejaculation problems, the inability get an erection; and bilateral lower extremity pain. On (B)(6) 2006 the patient presented pseudomeningocele and pain in both legs and back. Per the doctors notes ¿we have a new MRI scan still showing residual fluid collection or double fluid collection (pseudomeningocele)¿¿ on (B)(6) 2006 the patient presented fullness in his back and legs - possible pseudomeningocele and global weakness of his lower extremities. The patient complains of back pain and leg pain. Per the doctor notes ¿ ¿in evaluating his CT myelogram, I do not see any focal fluid collection that are posterior to the spinal canal at the operative site¿¿ the doctor refers to 5 previous surgeries. On (B)(6) 2007 the patient presented ongoing neuropathic leg pain and back pain; difficulty with erections; difficulty with bladder issues (cauda equine manipulation and scarring), including incontinence; and dysuria. Has had a trial with spinal cord stimulator with no improvement. Per the doctor¿s notes ¿...I think the fusion is solid. He has substantial amount of underlying back pain. The metal is very palpable underneath his posterior soft tissues of the posterior dorsal spine, which causes exquisite pain and more like a bursitis-type discomfort over the superficial hardware at the l5 and s1 pedicle screws and rod construct underneath the paraspinous muscles of the lumbosacral spine posteriorly¿¿ on (B)(6) 2007 the patient presented unrelenting back pain. Per the doctor¿s notes he had had a bladder stimulator put in to help with urination. On (B)(6) 2007 the patient presented a post-operative diagnosis of retained hardware; posterior dorsal column with residual left lower extremity pain; delayed recovery; and previous anterior fusion. The patient underwent surgery that consisted of microscopic dissections of spine; removal of instrumentation spanning l5-s1 from a company called sea-spine; exploration of previous dorsal fusion and anterior column fusion utilizing the shant screws and detailed exploration of fusion; left sided l5 foraminotomy and nerve root decompression; bilateral s1 foraminotomy and nerve root decompression. Per the operative report after removing the hardware and replacing the screws with shant screws, the doctor tried to explore the fusion ¿¿ the fusion appeared to be completely solid. At this time, a decompression on the left side at l5 and the bilateral s1 nerve roots was performed. They were significantly tethered down with scar. The scar was removed and the new home for the nerve roots was identified. No bone had to be subsequently removed¿.¿ no complications were noted. On (B)(6) 2007 the patient reported having gone to the ER the day before with suspicion of infection but which ended up being a seroma, no infection. In this post op ov, the patient presented a large palpable mass greater than the size of an egg. A CT scan was performed and no csf leak was noted. 30 cc of fluid from the seroma was removed. On (B)(6) 2007 the patient presented back pain and leg discomfort. In the doctors notes it is mentioned that the patient now has a neurostimulator for the ongoing bladder pathologies. Per the doctors notes ¿I think from his fusion, he is solid. I think from the back pain is improved. At this point I think his ongoing leg discomfort from the nerve injury, the arachnoiditis, the previous technique (the first surgery) that resulted in a substantial neurological problem, is giving him ongoing peripheral neuropathy and peripheral pain symptoms¿.. ¿ it was reported that the patient injured himself at work in 2004. He experienced back pain which was unresponsive to pt.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006 the patient presented with severe unrelenting right leg pain. The patient also reported difficultly maintaining an erection and loss of function in right toe. Per the encounter notes referencing radiographic studies, ¿...I am unable to see any true bony growth incorporation from the posterior elements of the facets at l5-s1 ¿¿ on (B)(6) 2006 the patient presented with severe unrelenting right leg pain. A CT scan showed complete obliteration of the neural foramen on the right side and an abundant amount of calcification in the neural foramen at the trajectory where the cage was inserted thorough a unilateral approach. Additionally,it was stated that it was very clear that the patient had a failed fusion in the anterior column. On (B)(6) 2006 the patient presented with severe, incapacitating, unrelenting back and left leg pain. The patient underwent a CT angiography of the abdomen and a CT angiography of the pelvis. There was trace intra-peritoneal fluid in the pelvis otherwise unremarkable. On (B)(6) 2006 the patient presented with pain. Per the encounter notes a MRI scan taken on (B)(6) 2006, still showed substantial fluid accumulation ¿ possible pseudomeningocele. On (B)(6) 2007 the patient presented with intermittent leg pain. Per the encounter notes ¿this may be caused because the nerve was so compressed and wrapped around due to the bone overgrowth and the bone morphogenic protein that was applied...¿ radiographs showed what appeared to be good consolidation at that time. A possible morphine pump was mentioned. On (B)(6) 2007 the patient presented with intractable urinary frequency and urgency related to arachnoiditis. It was reported that the patient did not respond to flomax and detrol. Per the encounter notes the physician believed he patient a good candidate for an interstim. On (B)(6) 2007, in a telephone encounter, the patient reported recent onset on headaches and incisional postoperative swelling x 24hrs. On (B)(6) 2007 the patient presented with ongoing leg discomfort, bladder pathologies (patient had a neurostimulator), peripheral ne uropathy and peripheral pain. The patient wanted to be considered for a spinal stimulator. Plain radiographs did not show any dislodgment or subsidence of the interior implant. On (B)(6) 2011 the patient presented with improved low back pain and significant pulmonary problems. The patient was smoking 2 ppd at this point. The patient reported that the bladder simulator was shocking them. The spinal cord stimulator was reported as helping significantly.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2002 left knee x-ray ap, lateral, oblique views of the left knee show no arthritis or malalignment. Patellofemoral relationships cannot be fully evaluated without merchant view. All studies available appear normal. (B)(6) 2004 MRI lumbar sagittal t2 shows desiccation at l5 with bulge at this level. No stenosis is apparent. Conus is behind the l1 body. Stir shows not sign of fracture or edema. Axial views show eccentric bulge on the right that displaces the s1 root dorsally. (B)(6) 2004 MRI thoracic sagittal and axial t1 and t2 views show no degenerative changes, hnp or malalignment. (B)(6) 2004 thoracic x-rays normal appearing ap, lateral, swimmers views of the thoracic spine. Ribs appear normal, cardiac shadow and lung fields all appear normal. (B)(6) 2004 lumbar x-rays complete set of films shows no malalignment or instability. Oblique views do show some degree of facet arthropathy at l4/5 and l5/s1. Disc spaces are well preserved (B)(6) 2005 lumbar x-rays shows interoperative films during fusion surgery at l5/s1. Pedicle screws and rods are now in place and metallic interbody device is seen. Ap shows pedicle screws in god position at l5 and s1. (B)(6) 2005 lumbar fluoroscopy single lateral view of the previous l5 construct with posterior retractor and probe apparently contacting the interbody device. The device appears to have subsided slightly since (B)(6) 2005 lumbar spine series oblique, ap, lateral and spot views of l5 show no interval change in position of implants since study of (B)(6) 2006 chest x-rays normal ap and lateral views show normal bony anatomy, lung fields, and cardiac shadow. (B)(6) 2006 lumbar spine series interoperative fluoroscopy during alif and plf done at l5/s1. Anterior retaining device is held by 4 screws in l5/s1. Pedicle screws are seen spanning the same level. Retractors are still in place exposing the l5/s1 disc space. (B)(6) 2006 lateral lumbar x-ray one lateral view shows spot at l5/s1. Freer elevator is seen in the l5 disc space and ball hook is noted under the l4 lamina. (B)(6) 2006 lumbar MRI fixation has been performed at l5. There appears to be anterior fixation at l5 as well as pedicle screws posteriorly. Seroma or pseudo-meningiocoele appears to be present dorsally and eccentric to the right at the level of previous fusion. No narrowing of the dural sac is seen although it is deviated to the left by the fluid collection. (B)(6) 2006 lumbar MRI fixation has been performed at l5. There appears to be anterior fixation at l5 as well as pedicle screws posteriorly. Seroma or pseudo-meningiocoele dorsally and eccentric to the right at the level of previous fusion appears to be gradually decreasing. No narrowing of the dural sac is seen although it is deviated to the left by the fluid collection. (B)(6) 2006 lumbar MRI fixation has been performed at l5. There appears to be anterior fixation at l5 as well as pedicle screws posteriorly. Seroma or pseudo-meningiocoele dorsally and eccentric to the right at the level of previous fusion continues decreasing. No narrowing of the dural sac is seen although it is deviated to the left by the fluid collection. (B)(6) 2006 lumbar myelogram stick at l2/3. Slight midline disc bulge is seen at l3/4. The canal is otherwise unrestricted. (B)(6) 2006 postmyelogram CT left s1 root does not fill with contrast as does the right though no external compression is seen. No central stenosis is apparent. Decompression is wide and dural sac is enlarged at the level of the previous decompression. Screw position and interbody spacer appears in excellent position on all views. (B)(6) 2007 interoperative fluoroscopy during placement of sacral stim lead. Lead is seen on lateral view, (B)(6) 2007 lumbar myelogram of poor quality is so dark that detail is missing. Implants are still present. (B)(6) 2007 postmyelogram lumbar CT solid arthrodesis is noted at l5/s1. No central stenosis is seen. Root distribution is normal. Implants are well positioned. (B)(6) 2008 sacral series shows sacral lead on the left and generator present behind the left iliac crest. Interbody device now appears very solid and well fused. (B)(6) 2008 tibia/fibula x-rays ap and lateral views of knee and ankle to include the entire length of fibula and tibia. These are completely normal without signs of fracture, arthritis, or malalignment. No soft tissue swelling is apparent. (B)(6) 2009 bone scan no spinal pathology is noted. Scans are focused upon the knees. (B)(6) 2009 spine stimulator placement fluoroscopy nonsurgical stim leads are seen spanning t8 to t11 in midline. Insertion needle is seen at l11/12. Lateral view appears to show the lead dorsally positioned in the dorsal subarachnoid space. (B)(6) 2009 thoracic x-rays stimulator leads are seen from the t8/9 level to the t10/11 level. Lateral shows it dorsally positioned in midline. Leads exit at t11/12 and t12/l1. (B)(6) 2009 chest x-rays fluffy infiltrates are noted in the mid lung fields bilaterally. Cardiac shadow and bony detail appear normal. (B)(6) 2009 chest x-rays inflitrates have resolved. Chest x-ray is otherwise normal. (B)(6) 2009 left hip films ap and lateral hip films are normal. Sacral stim lead is unchanged. (B)(6) 2010 chest x-rays dorsal column stimulator leads have changed position. There appears to be a possible fragmentation of the leads. Both components are caudal to the original position and have fractured into two shorter components. The films are not centered on the issue making further determination impossible. (B)(6) 2010 nasal x-rays no spinal pathology noted. 9/23/2010 left wrist films multiple films of the left wrist showing ventral arthritis at the radiocarpal joint. (B)(6) 2011 CT chest/abdomen no spinal pathology noted. (B)(6) 2011 chest x-rays portable ap shows large let middle lobe infiltrates with some fluffy infilitrates present on the left as well. (B)(6) 2011 CT head no spinal pathology noted. (B)(6) 2011 cervical CT soft tissue images are noted showing no cord compression, fracture, stenosis or hnp. (B)(6) 2011 chest x-ray portable ap shows larger left middle lobe infiltrates that have now extended to the lower lobe with worsening of infiltrates on the left (B)(6) 2011 chest x-ray portable ap shows some improvement of the left middle lobe infiltrates and lower lobe infiltrates since (B)(6) 2011 chest x-ray portable ap shows some improvement of the left middle lobe infiltrates and lower lobe infiltrates since (B)(6) 2011 chest x-ray further improvement is seen in infiltrates (B)(6) 2011 chest x-ray infiltrates are greatly improved now. Effusion is suspected on the left, flattening the costophrenic boarder and running up the middle fissure.

Manufacturer narrative:
(B)(6). (B)(4).